Event description:
See h11.

Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher), -introducer, -dispenser hoop, -2x wdc-2. Items not returned for evaluation: -web implant, -microcatheter. The visual analysis of the returned items found the implant to be separated from delivery system and not returned. Tested the returned device with an in-house and returned controller and gave green lights. The delivery system resistance was measured to be 71.2 (spec= 66-78), which is within specifications. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure (img d). The heater coil did show signs of controller activation with an indication of a melted tether and pet. The returned controllers were evaluated and found to be functioning as normal. Controller investigation (controller 1 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.4v (specification: 11.2 - 11.8v, duration: 760.2ms (specification: 660 - 820ms, the wdc-2 board voltage and duration was found to be within specification. Controller investigation (controller 2 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.4v (specification: 11.2 - 11.8v, duration: 739.3ms (specification: 660 - 820ms, the wdc-2 board voltage and duration was found to be within specification. The investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The implant was not returned for evaluation as it was implanted after manipulation as described in the reported event. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies coil non-detachment as potential complications associated with use of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web device did not detach. The patient is asymptomatic. No patient injury was reported.